Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 289 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner, and missing end cap sticker.